Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that false occlusion alarms occurred. There was no reported adverse impact to the customer. Although requested, no additional information was provided and customer declined follow up from tandem technical support.